Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag, dianeal pd4 ultrabag, and extraneal viaflex therapies per continuous automated peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if treatment was provided for the peritonitis or whether the dianeal pd2 ultrabag, dianeal pd4 ultrabag, and extraneal viaflex therapies was ongoing. The patient recovered from the peritonitis. The nurse stated the peritonitis was not related to dianeal pd2 ultrabag, dianeal pd4 ultrabag, and extraneal viaflex therapies. The reporter declined further contact.